Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported on (B)(6) 2018 that her adc blood glucose meter was "not providing the result", "does not provide accurate readings", and "the control solution test falls outside the range". A product replacement was processed and shipped to the customer. On (B)(6) 2018 the customer called back stating that she had not received the replacement and "had to go to urgent care because of infection which must be because of high sugar" resulting from the product issues. The customer further reported that she was provided "anti-infection" as treatment and refused to provide more detail. The customer called back again on (B)(6) 2018 stating that she received the replacement, but she was "already in the emergency room" because her "readings are not accurate". No additional information was received by the caller as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information was reported by the consumer on (B)(6)2018. The customer further reported that when she went to the urgent/emergency point of care on (B)(6)2018, she was diagnosed with a urinary tract infection and high blood pressure, and treated with keflex 500 mg and unknown "pills for high blood pressure". Her blood sugar at the point of care was 179 mg/dl by laboratory reading. The customer further reported that she had a "brain CT scan for her blurry vision". She also stated that she was prescribed trulicity (dulaglutide) "based on her a1c result which she could not take because she doesn't have a meter yet". It is noted that trulicity is a weekly maintenance medication. Furthermore the customer reported receiving "2 bags of IV fluid", but the customer did not know which treatment was related to diabetes versus the urinary tract infection. The customer confirmed that the replacement meter "arrived on the same day that she went to the emergency room". Thus, it is unclear what treatment rendered was related to the adc product. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.initial reporter's country was not captured in the initial MDR and has been updated.

Event description:
A customer initially reported on (B)(6)2018 that her adc blood glucose meter was "not providing the result", "does not provide accurate readings", and "the control solution test falls outside the range". A product replacement was processed and shipped to the customer. On (B)(6)2018 the customer called back stating that she had not received the replacement and "had to go to urgent care because of infection which must be because of high sugar" resulting from the product issues. The customer further reported that she was provided "anti-infection" as treatment and refused to provide more detail. The customer called back again on (B)(6)2018 stating that she received the replacement, but she was "already in the emergency room" because her "readings are not accurate". No additional information was received by the caller as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Event description:
A customer initially reported on (B)(6) 2018 that her adc blood glucose meter was "not providing the result", "does not provide accurate readings", and "the control solution test falls outside the range". A product replacement was processed and shipped to the customer. On (B)(6) 2018 the customer called back stating that she had not received the replacement and "had to go to urgent care because of infection which must be because of high sugar" resulting from the product issues. The customer further reported that she was provided "anti-infection" as treatment and refused to provide more detail. The customer called back again on (B)(6) 2018 stating that she received the replacement, but she was "already in the emergency room" because her "readings are not accurate". No additional information was received by the caller as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the fs freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Model number was incorrectly documented in the previous reports. Model number has been updated.